Event description:
A malfunction was reported involving an alarm with the code malf 9, which did not cause any adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to contact support again if any issues reappeared, and they understood the instructions provided.